Event description:
New information revealed that an out of range impedance issue and rising threshold were discovered. A breach in the insulation was reported. There were no patient consequences as a result of the procedure.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the right ventricular lead was capped and replaced due to an insulation anomaly. No further information is available at this time.